Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 08/01/2025, was chosen based on date the manufacturer became aware of the event.

Event description:
It was reported that during the ureteroscopy laser lithotripsy procedure, the fiber broke at entry point into scope and burnt the hand of the physician while he was on the pedal. The procedure was completed with another fiber. There were no patient complications.

Event description:
It was reported that during the ureteroscopy laser lithotripsy procedure, the fiber broke at entry point into scope and burnt the hand of the physician while he was on the pedal. The procedure was completed with another fiber. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 08/01/2025, was chosen based on date the manufacturer became aware of the event.